Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured, and it was within product specification. Visual and x - ray inspection of the lead did not find any anomalies.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the there were no impendence and no threshold on the left ventricular lead. The lead was not used and replaced during the procedure. The patient was stable.

Event description:
Additional information received noted that the lead failed to sense.